Event description:
Patient presented to the physician with a hematoma and pain at the chest incision site. Physician brought the patient into the or, drained the hematoma, and closed. Postoperative antibiotics were prescribed after the procedure was completed.